Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion during advancement causing the reported difficulty to advance. After the stent was successfully deployed the balloon met resistance with the guide catheter extension during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. Two 3.5x48 mm unspecified xience stents were implanted successfully; however, the second xience stent experienced some resistance with the heavy calcification during advancement. The balloon of the second xience stent delivery system became stuck on the end of the non-abbott guide catheter extension during removal. To remove the balloon, the guide wire, non-abbott guide catheter extension and sds balloon were removed together as a unit. A different non-abbott guide catheter extension was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.